Event description:
It was reported the patient stopped charging her ipg over a year ago. She reported she would like to use her scs system again but is unable to recharge her ipg. It was reported surgical intervention will be undertaken to address the issue. No further information is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.